Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered from twiddler's syndrome. On (B)(6) 2016, the patient presented in clinic for normal device check. Upon interrogation, the left ventricular lead exhibited loss of capture. The lead was programmed off. On (B)(6) 2017, the patient presented for lead revision. Fluoroscopy was performed and revealed the lead was twisted due to twiddlers syndrome. During lead revision procedure, it was noted that the pulse generator exhibited intermittent telemetry. The lead was repositioned successfully. The device was explanted and replaced. The patient tolerated the procedure well and would continue to be followed normally.